Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence, leading to the replacement of his 5 years old artificial urinary sphincter (aus). The existing components were explanted and replaced with a new aus. The patient had a good outcome following the re-implant procedure.